Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the permanent cautery hook instrument (pch) tip fell off while dissecting tissue. The procedure was completed with no reported patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hook tip was found to be completely detached after removing the instrument from the cannula, with no observed fragments falling into the patient; the device has been returned for evaluation and no images or videos are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) monopolar curved scissors (mcs) instrument was analyzed and found to have the hook missing from the tip. Hook was not returned with the instrument. The complaint regarding damaged instrument was confirmed by failure analysis. The probable root cause is attributed to damage during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction- h8 updated to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a dislodged instrument hook. Additionally, the instrument failed continuity testing. Upon further inspection, there was thermal damage at the yaw pulley and conductor cap. The distal clevis ear and conductor cap were removed, and it was found that the conductor wire is broken. It is likely that the force that caused the hook to dislodge also caused the thermal damage and conductor wire breakage during operation. The complaint regarding hook tip fell off while dissecting tissue was confirmed by failure analysis. The probable root cause of the customer-reported event of dislodged hook is attributed to usage conditions due to the hook experiencing impact or pulling force strong enough to dislodge the hook. The probable root cause of the thermal damage observed may also be attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect.

Event description:
Refer to h11 for follow-up information.